Manufacturer narrative:
Additional narrative: examination of the returned product confirmed that the instrument no longer functions as intended the spring was missing from its housing. It was also noted that the handle was cracked but this had not been reported by the customer. A design review identified that there are no design improvements suggested that would definitely reduce the risks associated with the complaint involving the spring preventing the instrument to function without potentially increasing/adding other risks. However, regarding the cracked handle, previous investigations have found that design change was implemented for this product ((B)(4)) to prevent the anti-rotation pin from loading the plastic handle to minimise further failures of the handle cracking. (B)(4) was created to investigate the use of radel in instruments and concluded that the data showed no systematic failures of extruded radel for use in instruments. Following the dra a hhe was completed ((B)(4)) and concluded that the risk is medium and that no further action is necessary the complaint shall be closed with a justified conclusion. The product shall be retained in a secure archive storage.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The clip to fast/unfasten the instrument does not function. It is not possible to use the instrument any longer.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.